Manufacturer narrative:
Reference ID: (B)(4). Easydiagnost eleva is an xray system used for digital and conventional fluoroscopy and radiography. Philips received a complaint regarding an easydiagnost eleva r5x system where the footrest did not lock to the tabletop as intended. The device was not in clinical use at the time of the event. No patient or user injury occurred. The remote service engineer (rse) reproduced the issue with assistance from the customer. The customer attempted to move the footrest into multiple locking positions; however, the footrest did not lock properly. Investigation determined that replacement of the footrest was required. A replacement footrest was ordered and shipped to the customer site. The customer assumed responsibility for installation and servicing of the replacement part. The customer was advised to contact philips if additional support is required, at which time a new service order will be created. A good faith effort (gfe) was conducted with the rse. The rse confirmed that the issue was consistent with mechanical wear of the footrest locking mechanism over time. Based on the available information, the issue was attributed to normal wear of the footrest locking mechanism. A replacement footrest was ordered and shipped to the customer.

Event description:
It was reported that the footrest was not locking to tabletop for use. The device was outside clinical use and there was no patient or user harm.